Event description:
On (B)(6) 2011, pt reported she is having difficulty with the up button on the infusion device when attempting to program a bolus. Pt stated she noticed the button was not responding when the display was not changing for the bolus units to be programmed. Pt stated she could not tell if the button is popping back up when pressed. Offered to assist with setting up her backup infusion device; pt declined. Pt reported she can use injections or will back later. No physiological effects were reported. Pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.